Manufacturer narrative:
Programmer model 7434-e, serial # (B)(4), extension model 748925, serial # (B)(4), implanted: 2007-(B)(6), explanted: unknown, lead model 3887-45, serial # (B)(4), implanted: 2009-(B)(6), explanted: unknown.

Event description:
It was reported that the patient experienced intermittent jolting down the back of the leg. Impedances were reported as normal (691 and 57ua at 5.6v/2+3-/210 c/0 662, c/2 615, c/3 59). The patient had attempted to lift a large soiling pot and felt a 'tear in her back', not near the stimulator pocket site. On follow-up the health care provided recommended additional physical therapy. The stimulation was reported to be in the same area it had in the past.